Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that customer's insulin pump was alarming. The alarm could not be cleared. Customer has reverted to a back up plan. The device is being replaced. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.